Manufacturer narrative:
It was reported that the blade does not connect into the handpiece. The reported event was confirmed. The service evaluation revealed a sticking locking pin and a short circuit in the motor. The most likely cause is attributed to wear and tear.

Event description:
It was reported that the blade does not connect into the handpiece. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined, as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.